Event description:
It was reported there was a motor stall which eventually recovered, and a volume discrepancy. It was reported that the patient the patient had an MRI two weeks prior to the report date, and the pump logs were not checked afterwards. A motor stall was later confirmed by telemetry however the motor stall date was unknown to the reporter. The patient did not report hearing an alarm and was not having any symptoms other than increased pain. It was reported later that day that a volume check was done on the pump and there was a discrepancy. The expected residual volume was 3.7ml while the actual residual volume aspirated was 8ml. The motor stall was noted to be recovered after the 2nd interrogation. The stall had occurred on (B)(6) 2012, with a stopped pump may exceed tube set on message on (B)(6) 2012. The stall did occur on the day of the MRI. The reporter stated that it was not known if the volume discrepancy was within typical function, as it was in normal range, as they have no history on the patient. The medications in the pump were dilaudid and bupivicaine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8731sc, serial# (B)(4), implanted: (B)(6) 2007. Product type: catheter. (B)(4).